Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this elite valve model 8300ab27 implanted in the aortic position was explanted from a 70-y-o patient after an implant duration of no longer than two (2) years and three (5) months for unknown reason. A valve model 11500a25 was implanted in replacement.

Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The device was not available for return, therefore no evaluation of the device could be performed by edwards. Valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before/after frame expansion, and/or the patients anatomy, and not a malfunction of the device. The most likely cause is procedural factors, including the surgeon was not happy with seating of the cuff on non-coronary cusp. Valve was deemed to be too large and removed. A valve model 11500a25 was successfully implanted in replacement.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this elite valve model 8300ab27 implanted in the aortic position was explanted at implant from a 70 years old patient due to wrong sizing. As reported, surgeon was not happy with seating of the cuff on non-coronary cusp. Valve was deemed to be too large and removed. The patient did not suffer any injury or adverse event due to the explant at implant. A valve model 11500a25 was successfully implanted in replacement. The patient was noted as to be recovered.